Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: the complaints lab received one sample. The sample was visually inspected. Epoxy was observed extending from the tip of the needle hub to the cannula shaft. Epoxy is the white adhesive used to bind the cannula to the needle hub. The height of the epoxy was measured with a calibrated caliper within specification. Conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. (B)(4).

Event description:
It was reported that a piece of plastic was found on the hub of a 18 g x 1 in. Bd¿ general use sterile hypodermic needle. Regular wall type and regular bevel. No injury or medical intervention.